Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: initial reporter first name, initial reporter last name, initial reporter phone #, initial reporter e-mail, initial reporter occupation, report source, PMA / 510(k)#. Additional information: medical device serial #, unique device identifier (UDI)#, report source other, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a free flow was not able to be confirmed from the log analysis or could be replicated during device testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly close the administration set safety clamp when the door was opened. The pump module was added to the alaris system on december 7, 2024, at 9:12:46 am and assigned to channel c. All the programmed infusions were at a rate of 7.68 ml/hr with volumes of 80 ml, 100 ml, and 85 ml occurred earlier in the day at 12:46 am, 12:56 am, 8:31 am, and 5:13 am. Notably, no infusions were recorded at the reported time of 5:45 pm. A review of the pump module error log revealed no errors recorded on the reported event date. However, since the pcu device and its logs were not provided for investigation, a complete review of the reported event could not be conducted. Consequently, it could not be confirmed whether errors related to the event had occurred. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause: the root cause for the report of a free flow event was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a0404, a1801, g02017, c23, c07, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that propofol was programmed to run at 20mcg/kg/min (7.68ml/hr). When the clinician returned to give another medication, it was discovered that the pump module had infused half of the bottle as if it were "wide open". The nurse clamped immediately and the blood pressure checked was 81/39. The patient received a liter of saline and their outcome was returned to baseline.

Event description:
It was reported that propofol was programmed to run at 20mcg/kg/min (7.68ml/hr). When the clinician returned to give another medication, it was discovered that the pump module had infused half of the bottle as if it were "wide open". The nurse clamped immediately and the blood pressure checked was 81/39. The patient received a liter of saline and their outcome was returned to baseline.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an free flow - propofol was not determined because no products or device logs were returned.

Event description:
It was reported that propofol was programmed to run at 20mcg/kg/min (7.68ml/hr). When the clinician returned to give another medication, it was discovered that the pump module had infused half of the bottle as if it were "wide open". The nurse clamped immediately and the blood pressure checked was 81/39. The patient received a liter of saline and their outcome was returned to baseline.